Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, a fluid loss alarm occurred with approximately 10 - 15 seconds left in the ablation phase of the procedure. The physician observed fluid leaking down the proximal end of the tubing, which appeared to originate from the tubing near the sheath, or from the scope adapter. No fluid came in contact with the patient. The procedure was aborted at this time. The physician noted the patient received a complete ablation. There were no patient complications reported. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.